Event description:
Review of information indicates high lead rv pacing impedance noted, right ventricular oversensing noted. The lead was replaced. Additional information received on the event indicates the pt received one inappropriate shock and that t wave oversensing was noted.

Manufacturer narrative:
Other : review of information indicates high lead rv pacing impedance noted, right ventricular oversensing noted. The lead was replaced. Additional information received on the event indicates the pt received one inappropriate shock and that t wave oversensing was noted. No conclusion can be drawn. Impedance, high, oversensing, shock, inappropriate.